Event description:
The patient's son alerted this rn that the patient's medication was leaking from the tube. Upon walking into the patient's infusion room, I noticed there was a leak from the primary tubing from one of the ports. Upon attempt to touch the tubing, the tubing broke off from the port and the medication spilled all over.